Event description:
The customer called to report no delivery alarms and a blood glucose of 474 mg/dl. Troubleshooting was not possible as the insulin pump screen was frozen with a full segment display. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen full segment display due to a faulty component on the interface board. Unable to verify the no delivery alarm, history anomaly or perform the occlusion test due to the frozen screen.